Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A4 weight - additional information a4 weight units - additional information b5 describe event or problem - correction/ additional information d4 model no - additional information d4 catalog no - correction d4 serial no - correction/ additional information d4 lot no - additional information d4 expiration date - additional information d4 UDI - additional information h2 type of follow up - correction/ additional information h4 device mfg date - additional information h6 correction/ additional information.

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).